Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding an external device to an implantable pump. It was reported that the rep stated the patient was refilled earlier this morning but then started hearing an alarm from the pump shortly after the refill. The rep read the pump and checked the logs and it showed a low reservoir alarm on 27-nov and an empty reservoir on 06-dec. I t showed a series of logs this morning corresponding to the update at 11:24 along with another low and empty log at the same time. Reservoir and low reservoir volumes were checked and found to be normal. The manufacturer's technical services specialist (tss) reviewed how to silence the alarm. Additional information was received from the manufacturer representative (rep). It was reported that there was nothing wrong with the system. All that happened was that the healthcare provider (hcp) failed to turn off an empty reservoir alarm. The rep and hcp did this and the issue was resolved.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.